Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the truetome 44 fractured, wherein the wire anchor slipped and moved proximally within the catheter, causing the catheter to tear. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken. Please refer to block h10 for full investigation details.

Manufacturer narrative:
(B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 2mm from the distal pierced hole, which was consistent with the findings when the device was observed under magnification. Additionally, the tip of the working length was torn. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken, and the working length was torn. These conditions could have been generated due to handling and interaction with additional tools or medical devices which were in contact with the cutting wire and the tip during the procedure. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.